Event description:
Hcp reported pt having headaches after going through autotheft device. Reports of stabbing pain behind pt's left eye when device was on for about 20 minutes and headaches leaving when device was off about one hour. Hcp reported greenish fluid at incision site. Antibiotics were given. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when additional info is received.